Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction occurred. Customer's blood glucose level was 259 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy.

Manufacturer narrative:
Narrative/data, removed: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation, device evaluated? Changed to yes, reason for non-evaluation, removed: anticipated but not begun.